Manufacturer narrative:
Terumo received the actual device, and upon investigation the complaint was confirmed. Inspection of the endoscope found that the event was caused by internal lens breakage, which resulted in a blurry visual field. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All information has been placed on file with quality management for tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting procedure, the endoscope displayed a blurry picture. The harvest of the vein was completed with conversion to open incision. No harm, injury or blood loss to patient.